Event description:
It was reported that when patient presented to the hospital for a device upgrade procedure, lead dislodgment was observed on the rv lead post procedure. Upon lead imaging lead dislodgement was observed and it was suspected that the rv lead may have become loose when removing the lead. Lead imaging showed supra ventricular cava coil had moved towards the device pocket. Lead was explanted and a new lead was implanted. Patient was stable post procedure and will continue to be followed normally.